Event description:
A caller reported a malfunction on a pump, referred to as malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was instructed to call back if any malfunction code appears again, and they acknowledged and understood these instructions, continuing to use the pump.